Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# hg1gxna09, implanted: (B)(6) 2017,explanted: (B)(6) 2018, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 50 mg/ml concentration at 18.019 mg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the patient had her entire pump and catheter system removed on (B)(6) 2018 by the hcp. The patient was evidently having increased back and leg pain. They performed a magnetic resonance imaging (MRI) at the time and the rep was told they found a suspected granuloma. The patient was then taken to the operating room and had everything removed. The patient had seen the patient approximately 6 weeks ago for a post MRI reading. At the time of this report, the issue was resolved and patient status was alive-no injury. The explanted devices would not be returned- customer discarded. The pump and all implants were removed without the knowledge of the manufacturer staff and was discarded. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.